Event description:
Same event as MFR report(s)#: 2030404-2012-00207, 2030404-2012-00209, and 3005188751-2012-00201. It was reported the pt developed a pericardial effusion during an atrial fibrillation ablation procedure. Transseptal puncture was obtained with a brk needle through a sl1 introducer. An optima catheter and a cool flex ablation catheter were advanced into the left atrium through the sl1 introducer. The physician performed ablations on the right side then on the left posterior wall (with 20-25 watts). During ablation the physician noted, while observing fluoroscopy, the heart was moving less and a little shadow had developed. The pt received an echocardiogram confirming a pericardial effusion. Pericardiocentesis was performed with 500 ml removed. There were no further consequences to the pt.

Manufacturer narrative:
The device has not been received for analysis. Review of the device history records was not possible as the lot number is unk. The root cause classification of the pericardial effusion is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.